Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discared. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device was reported as having a false positive result. Complaintant performed additional pcr testing at their health care provider, resulting in a negative result. The complaint device was not returned, and device packaging was discarded prior to the complaint filing.

Event description:
The complaint alledges a false positive result occurred.